Manufacturer narrative:
Return requested. Replacement axiem portable shipped to site 04/20/2017. Medtronic investigation of returned suspect axiem portable finds that the reported issue could not be replicated. The axiem was connected to a test system for an overnight burn-in test. Registration, tracking, and accuracy looked normal on all 8 tool ports. The system remained in green status during all testing. Device found to be fully functional. No fault found. On 05/01/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/09/2017 a medtronic representative, following-up at the site, confirmed the reported issue occurred prior to the start of a procedure, during set-up. There was no patient present when this issue was identified. No further issues have been reported.

Event description:
A medtronic representative reported that while in a transsphenoidal tumor resection, the site's navigation system axiem box status in the emitter details would flicker red/green intermittently. In trouble-shooting, the medtronic representative unplugged/re-plugged the emitter 3-4 times and it eventually stabilized to a green connection. Normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.